Manufacturer narrative:
The meter and test strips have been returned for eval. Test strip lot # 1020215050 expiration date: 02/2017 control solution lot none. Per label copy/ package insert. Unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. The consumer's complaint is confirmed. Failure analysis of the returned device revealed that the nova max link glucose monitoring device performed within specification. Visual as well as chemical eval (by testing with control solution) of the returned glucose test strips revealed one of the strips to be compromised. Eval of the returned test strips read high out of control range. The root cause is attributed to the consumer's storage and handling of the test strips as evidenced by the weight of the returned vial failing the weight testing. A failure of this nature is consistent with a compromised vial by exposure to humidity and/or fluid. This finding is further supported by the results of the retain strip lot testing which confirms the retain strips to perform within specs.

Event description:
It was reported to nova biomedical that a consumer received a blood glucose result of 162 mg/dl. The consumer did not believe this result to be accurate; because she felt as if she was 'experiencing low blood sugar symptoms'. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution.